Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This case, with patient identifier (B)(6) (system 2), is related to case with patient identifier (B)(6) (system 1).

Event description:
Customer allegedly received the following results, with two different compact plus meters, within 10 minutes: 30 mg/dl (system 1) and 132 mg/dl (system 2). No adverse event reported. The test strip lot number used for system 2 was not provided. Return of the suspect device was requested for evaluation.